Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: it was reported that the patient was sedated, and the event occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. There was no patient harm was reported.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the plastic sheath of the subject device had detached at the needle anchorage on the third pass. The event occurred during an endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed with new 21g needle. There was no delay and no patient harm was reported.